Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a chronic catheter had allegedly developed a hole in the inside. The patient status is unknown.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: the device was not returned. The investigation is inconclusive for the alleged hole in the catheter as no objective evidence was provided for review. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include stylet damage, sharp instrument damage, over-pressurization, flexural fatigue, and pinch-off; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s).

Event description:
It was reported that a chronic catheter had allegedly developed a hole in the inside. The patient status is unknown.

Manufacturer narrative:
After further review of the details provided by the complainant the product catalog no. Was corrected and the associated fields were updated. There were no changes to the investigation summary/details listed below. Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: the device was not returned. The investigation is inconclusive for the alleged hole in the catheter as no objective evidence was provided for review. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include stylet damage, sharp instrument damage, over-pressurization, flexural fatigue, and pinch-off; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s).

Event description:
It was reported that a chronic catheter had allegedly developed a hole in the inside. The patient status is unknown.